Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad and blank display anomaly. The customer¿s blood glucose was 17.9 mmol/l at the time of incident. Customer¿s parent stated that when pressing the down button insulin pump display turned blank and the display would turn back to normal when the button was pressed the second time. Customer's parent reported that the customer had the blank display and keypad anomaly issue since the first day of using the insulin pump. Customer's parent also reported that the insulin pump had a battery out limit alarm after the battery has been removed and reinserted. Customer was able to deliver insulin after insulin pump rest. The insulin pump is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, self test,unexpected restart error test, off no power test and all operating currents tested within the spec range. Device was monitored and tested with no blank display, back light anomaly and unexpected battery out limit alarm noted.